Manufacturer narrative:
Per the IFU, "possible adverse effects" include: ...bending, fracture, loosening or migration of the implant...

Event description:
It was reported that xrays indicated the rods were fractured. Patient outcome: fractured rods were explanted. No adverse effect reported as a result of this event.